Manufacturer narrative:
Trackwise # (B)(4). Updated sections:g4, g7, h2, h3, h6, h10. The device was returned to the factory on 03/10/2020. An investigation was conducted on 03/19/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed. The device was connected to a power cord and the power switch was turned to the "on" position. The device failed to energize. The green indicator light did not illuminate and the device failed to provide energy to a reference hemopro device and extension cable. Based on the results of the investigation, the reported "failure to deliver energy" was confirmed. This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor cerifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using t.w. Power supply s/n (B)(6). They discovered no power to the device during testing. No patient involvement.

Manufacturer narrative:
Trackwise ID #(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using t.w. Power supply s/n (B)(4). They discovered no power to the device during testing. No patient involvement.